Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the flanks using the cooladvantage applicator and may have developed paradoxical hyperplasia.

Manufacturer narrative:
Upon further review of the reported events, it has been determined that there is no alleged paradoxical hyperplasia (ph).

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review by abbvie medical safety physicians, it has been determined that there is no identifiable case of ph or any adverse event. Hence, the record is no longer reportable.